Event description:
It was reported this balloon was used successfully during a hemodialysis fistula graft of the anastomosis. Resistance was encountered during withdrawal of the balloon catheter through the introducer sheath. Continual exertion against resistance resulted in detachment of the balloon material in the pt, however, remained on the guidewire. Follow up indicated an inappropriately sized introducer sheath was utilized for balloon advancement resulting in withdrawal difficulties. Retrieval of the detached balloon material, utilizing a snare, was uneventful. Other balloon catheters were used to successfully complete the procedure. The pt's condition is good. The device has not been received by this MFR. Therefore, a failure analysis is not available. The co's follow up indicated continual withdrawal attempts against resistance resulted in detachment of the balloon material in the pt. It was also indicated an inappropriately sized sheath was used, other than the recommended size on the device label. The co believes these factors contributed to this event and do not attribute it to the device. The co's directions for use state: "if resistance is encountered, due to balloon rupture or for any other reason, when removing either a catheter through an introducer sheath or a guidewire through a catheter, stop and remove products as a complete unit to prevent damage to the guidewire, catheter, introducer sheath or vessel."